Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the doctor implanted the intraocular lens (iol), he found a defect or bulge in the optical center. He removed the iol with instruments and re-implanted a new iol. No further information available

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 07 nov 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: a customer video was provided and evaluated (photos were taken from the video), the video displays the suspect lens implanted in the eye; the lens can be observed to be damaged. In addition, visual inspection was performed on the suspect product and found the lens was cut into three pieces and coated in viscoelastic residue. The pieces were cleaned and inspected revealing no issues with the lens. No further evaluation was performed manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.